Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced afternoon hyperglycemia followed by hypoglycemia while using the ilet, with glucose peaking high and subsequently dropping to 55 mg/dl for approximately four hours despite treatment with oral fast-acting carbohydrates; the user changed the infusion set twice and briefly paused and later resumed insulin delivery, and no fingerstick confirmation of sensor values was obtained. Symptoms included feeling cold and shaky consistent with hypoglycemia. Outcomes included transient out-of-range glucose, user self-treatment with oral glucose, and no external assistance or medical intervention. Investigation included customer interview and troubleshooting and education regarding sensor verification, infusion set management, avoidance of pausing ilet to manage glucose, and review of insulin delivery history. Investigation of this case revealed an unclear cause with suspicion for an infusion site or delivery issue, though no device malfunction was confirmed and no alerts or alarms beyond expected high/low notifications were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.